Event description:
It was reported that the vlift inside shaft broke during a corporectomy procedure. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
The initial lot number given is not valid, therefore, has been corrected from 'uf7384' to'unk' visual, dimensional, material and functional analysis could not be performed as the device was not returned. Complaint history records were reviewed for this catalog number, no adverse trends were observed. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated. Device location unknown.

Event description:
It was reported that the vlift inside shaft broke during a corpectomy procedure. Surgery was successfully completed with 15 delay. No adverse consequences or medical intervention were reported.